Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Pt info: requested.

Event description:
Clinic reported a patient who developed a lump in right axilla 7.3 weeks post miradry treatment. A local surgeon drained liquid from the lump once every 3 days (total of 5 times) until the symptom resolved. A bacteria culture test result was negative.